Event description:
During an initial implant procedure, loss of capture (loc) was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.